Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.

Event description:
A report was received that the patient would undergo a lead revision due to lead migration. During the revision, the physician noticed that the paddle lead was broken, the contact 16 had been dislodged and that the "tail end" of the paddle had detached from the rest of the lead. The physician decided to leave the dislodged contact in the patient's body. A new paddle lead was implanted.